Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of the call. Customer reports that insulin pump was making a small clicking noise. Insulin pump will be returned for analysis.

Manufacturer narrative:
The audio tone or vibrate feature on the insulin pump functioned properly during testing. (B)(4).